Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-03794 and 2134265-2016-04014. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a pullback sled to view the target lesion. During procedure, the physician attempted to use the pullback sled however, automatic pullback failure occurred. The procedure was completed using manual pullback. No patient complications were reported.